Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s low blood glucose was 2.8 mmol/l. Customer declined the troubleshooting for the low blood glucose. Customer wont received a suspended message when the insulin pump was in auto mode. The device will be returned for analysis.